Event description:
On (B)(6) 2013, the patient's mom contacted animas and alleged the following: the pump locks itself and the patient has been having elevated blood glucose (bg) levels intermittently for the past month, from 300-545 mg/dl, and believes is related to pump locking. Yesterday bg was 545 mg/dl; states patient gets "loopy, confused, and nauseated". States fasting bg was in the 400's mg/dl. She states that pump locking is occurring daily for the past month; either randomly, or during bolus delivery. The pump will say "locked" on screen and they are not locking pump. Patient wears pump on waist, not exposed to moisture. When at appointment with the health care provider (hcp), the pump locked while hcp was using pump. The hcp instructed them to remove pump and not to use it. This was on (B)(6) 2013. Mom states intermittently they have been either removing pump or using pump just for basal delivery. Using back up syringes with novolog injections as needed. Could not specify times or doses. The hcp will be making setting adjustments related to the elevated bgs once the replacement pump is received. Cts customer technical support (cts) informed mom elevated bg may be related to "growth hormones" and reviewed the lock feature and advised her to contact hcp for further assistance of setting adjustments to improve bg values. This complaint is being reported based on the allegation that the patient experienced hyperglycemia due to a pump malfunction.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box revealed a ¿replace cartridge¿ alarm. Delivery did not resume until (B)(4) 2013. The pump was exercised for a 24 hours; no self locking was duplicated during testing. The pump was able to be lock and unlock successfully with no issues. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The reported issue was not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.